Event description:
It was reported that there was a confirmed motor stall and motor stall recovery recorded in the event logs. The patient had no symptoms and there was no volume discrepancy problem. The motor stall was caused by the patient having a magnetic resonance imaging (MRI) study on (B)(6) and the logs indicated there was a motor stall that day, and a tube set alarm on (B)(6). The pump was not interrogated after the MRI, and when it was interrogated on (B)(6) 2013, the logs indicated a recovery had occurred that day. It was discussed that the pump had been infusing, thus the lack of symptoms and volume discrepancy. The issue was resolved. The pump was being used to deliver bupivacaine and ziconotide.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).